Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) rate selector knob was not adjusting properly. The epg passed incoming functional testing. It was indicated that the hanger assembly and case were broken. It was also indicated that a display wire was pinched. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a knob that required repair. The status of the epg is not known. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.